Manufacturer narrative:
Remote service was performed; no diagnostic/functional testing performed. The reported problem was confirmed. Based on the information available the cause of the reported problem was a user configuration issue. The remote service engineer (rse) explained that the "leads off" configuration can be changed to a higher priority depending on what it is set to now. The customer explained that they are not near the equipment at this time and would request the biomed call philips when near the equipment so the correct serial numbers can be captured and verify if remote access. The rse explained that if they have remote connectivity, philips can log in and review the clinical audit log if necessary and verify the configuration of how leads off is configured. Three attempts were made to contact the customer; the biomedical engineer (biomed) was to configure alarm settings, but there was no response from the customer. The rse was unable to confirm the final disposition of the device because the customer did not respond to requests. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The remote monitoring system will not alarm for leads off or low battery and it does not record these as events in the history. The device weas in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.